Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the lifevest. The irritation was described as "rubbing the skin raw." The patient's doctor instructed the patient to use lotion for the irritation. After using the lotion and removing the device for a few days, the patient reported that the irritation healed.